Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: no observed. Visibility/palpability: unable to observe since it is not related to the device. Pain: unable to observe since it is not related to the device. Depression: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Patient reported left side "severe pain and my breast was badly disfigured which affected my confidence and overall well-being" with "severe depression and anxiety, this has had a big impact on my metal health and confidence" (not device related). Healthcare professional later reported "rupture and capsular contracture, baker grade IV." The device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Patient reported left side "severe pain and my breast was badly disfigured which affected my confidence and overall well-being" with "severe depression and anxiety, this has had a big impact on my metal health and confidence" (not device related). Healthcare professional later reported "rupture and capsular contracture, baker grade IV." The device has been explanted and replaced with a non-abbvie device.